Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient died and the cause of death was noted as "natural." However the primary cause was sepsis, with a secondary cause of staphylococcus aureus bacteremia. Follow-up was attempted to determine the source of the bacteremia in this patient with a cardiac resynchronization therapy pacemaker (crt-p) system; no further information could be obtained.

Manufacturer narrative:
Product event summary : the proximal portion of the lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. Only visual analysis of the lead was performed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later clarified by the physician's office via follow-up that the source of the bacteremia was a left lower leg ulcer with drainage.